Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. A complete lead was returned in two pieces. Final analysis found multiple external insulation abrasions at 26.7 ¿ 27.2 cm and 40.7 ¿ 40.8 cm both breaching the outer insulation and exposing the outer coil. The abrasion found distal to the suture sleeve tie impression is consistent with friction to another device or feature of the patient anatomy and the abrasion found proximal to the suture sleeve tie impression is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.